Event description:
Reportedly, the status light remains orange and did not respond to the healthcheck and did not get logs.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the status light remains orange and did not respond to the healthcheck and did not get logs.

Manufacturer narrative:
Upon reception, the returned home monitor was tested and the reported behavior was confirmed: the status light is constantly lighting in orange. - expertise files analysis revealed that the device memory has reached its limit, resulting in an issue to connect to the back office since 14 january 2022. - analysis revealed that the observed issue most probably resulted from an issue related to the sim card. However, the root cause could not be determined with certainty.